Manufacturer narrative:
(B)(4). The customer reported that while printing patient images using the copy and paste function, the prior patient's images (patient a) were pasted on a new patient¿s (patient b) film because the last image(s) copied (patient a) remained in the clipboard. The trained professional recognized the prior patient's images (patient a) were pasted incorrectly onto the current patients films, and correctly copied and pasted the images of patient b to resolve the issue. A philips field service engineer (fse) confirmed there was no harm to a patient or operator due to this issue. There was no mismatch of data or patient information. The fse confirmed that individual patient films did not contain a unique patient identification header. Each individual slice image contains the patients' identification information. The workflow information along with the issue was provided to a philips physics engineer (ppe) for further investigation. Functional testing performed by the ppe confirmed that the images in clipboard did not clear when performing a new patient filming edit. If the customer uses paste, the image in clipboard will paste onto the film. This will lead to mixed patient images. The fse did not repair or replace any parts. The trained professional recognized the prior patient's images (patient a) were pasted incorrectly onto the current patient's films, and correctly copied and pasted the images of patient b to resolve the issue. The customer was advised to pay close attention when printing a film utilizing the copy and paste function so that this issue does not occur. The mixed patient image may happen when a customer pastes one patient image to another patient images during filming. Engineering determined that the software is working as designed relative to the reported issue during cut and paste action(s) by the customer.

Event description:
The customer reported that while printing patient images using the copy and paste function, the prior patient's images (patient a) were pasted on a new patients (patient b) film because the last image(s) copied (patient a) remained in the clipboard. The trained professional recognized the prior patient's images (patient a) were pasted incorrectly onto the current patient's films, and correctly copied and pasted the images of (patient b) to resolve the issue. A philips field service engineer (fse) confirmed there was no harm to a patient or operator due to this issue,. There was no mismatch of data or patient information. The fse confirmed that individual patient films did not contain a unique patient identification header. Each individual slice image contains the patients' identification information. There is no system malfunction. The system is working as specified. This issue was the result of the operator failing to copy the new patient images onto the clipboard before using the paste function.